Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, a tear in the inner packaging of the femoral stem was noted. Another component was used to complete the procedure; however, there was a delay of thirty minutes as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. It appears the sample has gone through an extreme distribution environment. Packaging performance validations are performed in accordance with industry standard.